Event description:
A malfunction alarm was reported by the customer, but there was no adverse impact to the customer¿s blood glucose level. The customer did not reset the pump for this malfunction before contacting technical support. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.